Manufacturer narrative:
It was reported that the straps connected to the lift "snapped". It was reported that the "patient had a laceration to the back of his head that required staples/sutures. CT scan negative and no residual injury". The device cannot be confirmed as all labels have been removed from the device. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Sling straps "snapped."